Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video laparoscopic cholecystectomy procedure, this clip applier was used for the closure of cystic artery and duct. The clips applied failed to close properly. In some cases, clips came out of the applier already malformed (scissored). Therefore the surgeon had to remove these clips and use a new applier to carry out and finish the case. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.